Event description:
It was reported that this patient received one inappropriate electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system during an episode of supraventricular tachycardia (svt). Technical services (ts) reviewed device episode data and discussed reprogramming as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.